Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increased mitral regurgitation (mr) requiring an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade 4+. One clip implanted, reducing the mr. On (B)(6) 2018, it was found that the mr had increased. It was stated that although the recurrent mr is due to disease progression, it could not be confirmed if the clip caused or contributed to the recurrent mr. The clip was stable on both leaflets with no evidence of tissue damage. On (B)(6) 2018, two clips were deployed to treat the mr, reducing mr to trace. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.